Event description:
Unit was explanted due to a report of inability to interrogate device. No further injury or complications associated with the event. The device met its published projected longevity. Failure analysis indicates loss of hermeticity.